Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
Retrospective report encountered through patient's prior complaint history. It was reported by an onkos distributor that the patient underwent revision surgery on (B)(6) 2025 due to an alleged infection. This report captures eleos proximal femur.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the unknown revision surgery was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
Retrospective report encountered through patient's prior complaint history. Patient underwent revision surgery on (B)(6) 2025 due to unknown reasons. Complaint will be reported due to revision surgery. This report captures eleos proximal femur. This event will be reported as a serious injury due to the revision procedure.